Event description:
It was reported that the lead was explanted due to fluctuating r-wave amplitude measurements. The procedure was performed with no complications and patient was doing well after the event.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that undersensing was observed prior to lead replacement.

Manufacturer narrative:
.